Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a follow up appointment, on (B)(6) 2022, in situ testing showed altered results. Re-implantation was recommended.

Event description:
During a follow up appointment, on (B)(6) 2022, in situ testing showed altered results. Re-implantation was recommended. Reportedly, a CT scan is planned, however, no date has been scheduled.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced non auditory sensation on some channels and in situ measurements reportedly pointed to multiple short-circuited channels. However, as neither the in-situ measurements, nor the device has been received for investigation, a cause for the reported issue cannot be determined. The recipient will be monitored by the clinic, however no specific dates have been communicated.